Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump¿s time and date reset to default setting when the battery is out of the pump for less than 24 hours, and that the patient subsequently experienced elevated blood glucose (bg) of 325mg/dl with moderate ketones and drowsiness. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Use error was determined to be a contributor in the alleged bg excursion, as the pump displays the ¿verify¿ screen after it is rebooted and the time and date must be set to confirm the ¿verify¿ screen. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue with use error as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.